Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The hospital has not accepted a repair quote. The confirmation and resolution is unknown.

Event description:
The hospital reported the hypoxic guard isn't working, therefore it may be possible to deliver hypoxic mix. There was no report of patient injury.